Event description:
It was reported that the ilet was not receiving glucose readings from a newly applied libre 3 plus sensor because the user had not initiated a scan in the ilet app; after guidance, the user completed the scan and began the warmup period. Symptoms included no adverse physiological effects. Outcomes included normal device use after education. Investigation included product-use review and user education through troubleshooting. Investigation of this case revealed use error related to initial pairing and workflow, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and operation.